Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there is a small blue square in the middle of the monitor screen. There was no reported patient involvement.

Manufacturer narrative:
.